Manufacturer narrative:
Although requested, the device has not been received. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The device has not been returned and the serial number is unknown. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that the surgeon noticed micro deposits when irrigating the eye during cataract surgery. The particles were removed by suction and forceps. There was no impact to the patient.